Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr noticed map would constantly fluctuate up and down and the frequency digital display fluctuates also. Fsr reseated the connection to frequency monitor. The action corrected the fluctuation on both monitors. The ventilator was run for ½ hour constantly tapping on monitors to check for movement. No other problems noted at time of service call. Verified ckt. Calibration, and performance check were within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the mean airway pressure fluctuates in 3100-a. The customer confirms that there is no patient involvement associated with this event.